Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional evaluation summary: an empty opened box, an empty opened overwrap packet and a labeled winding former with a needle-suture combination inside an opened foil were returned for analysis. During visual inspection of the opened sample, and seal area in the overwrap was noted to be as expected. The opened foil was examined and no wrinkles, defects or damaged were noted on the seal area. Due to condition of the opened sample, the assignable cause of packaging integrity cannot be determined since no defects were observed on the packet. Representative samples were returned for evaluation. During visual inspection of the overwrap packets, no defects or damaged were found. The samples were opened and the foils were examined for visual defects (appearance, color packages , wrinkles in the seal area, continuous seals, seal margins, over-sealing , damage (torn, punctured). No defects or damaged were observed on the samples. According to the samples condition the assignable cause cannot be determined since no defects were observed on the packets.

Event description:
It was reported during an unknown procedure the customer noticed the suture packet was unsealed, affecting the sterility of the packet. An additional packet was used to complete the procedure. There were no patient consequences reported.